Event description:
Customer reported that mini c-rm powers up but does not complete boot-up. Customer was unable to perform any procedures utilizing this equipment, therefore, had to do the work using portable hard films.

Manufacturer narrative:
Gehc surgery personnel ordered hard drive for replacement. Remove and replace hard drive. Boot system and re-load russ files. Test system to ensure proper operation. System performs as intended.